Event description:
It was reported to boston scientific corporation that a sensation short throw snare was used during a colonoscopy procedure (with polypectomy) performed on (B)(6) 2012. According to the complaint, the physician used the snare to perform a polypectomy. After the target polyp was removed, the physician retracted the snare loop almost completely and attempted to cauterize the bed of the polypectomy site using the tip of the snare. When the procedure was nearly completed, the physician noted the presence of air in the colon, indicating a perforation had occurred. The patient required CPR and was subsequently transferred to the ICU at a nearby hospital. It was reported that the patient was transferred out of the ICU on (B)(6) 2012, but remained at the hospital under observation. It was confirmed that the complainant alleges no malfunction of the sensation snare.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation short throw snare was used during a colonoscopy procedure (with polypectomy) performed on (B)(6) 2012. According to the complaint, the physician used the snare to perform a polypectomy. After the target polyp was removed, the physician retracted the snare loop almost completely and attempted to cauterize the bed of the polypectomy site using the tip of the snare. When the procedure was nearly completed, the physician noted the presence of air in the colon, indicating a perforation had occurred. The patient required CPR and was subsequently transferred to the ICU at a nearby hospital. It was reported that the patient was transferred out of the ICU on (B)(6) 2012, but remained at the hospital under observation. It was confirmed that the complainant alleges no malfunction of the sensation snare.

Manufacturer narrative:
The response to the FDA request letter for this medwatch is attached.